Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device stopped working during the procedure. There was no reported patient injury, tissue damage, blood loss or extension of surgical time. No additional information was made available by the site contact regarding the device or incident. The device was returned for evaluation with the knife blade exposed.